Manufacturer narrative:
The device was returned to olympus for evaluation. The user report of "scope detection does not work, it's recognizing the 180 scopes" was not confirmed. The device passed all functional tests and procedures. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
User reported during preparation for use for a diagnostic procedure, the evis exera iii video system center "scope detection does not work, it's recognizing the 180 scopes." No patient harm or injury occurred due to this malfunction.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The service department confirmed at the site that 180 scope was detected without any problem, but there was no information for 190 scope. It is likely that the problem was in the detection line of 190 scope connection. It has been more than six years since the subject device was delivered. It is likely that the device malfunctioned because the lock and pins of the output connector, which connects 190 scope, were worn out due to repeated usage over a long period of time. Alternately, the connector lock failure might have occurred because a user forcibly connected the scope connector, connected it slantwise, or applied stress by forcibly bending, pulling, twisting, or squeezing it. It is also possible that a user left the subject device with a foreign object in it such as dust, dirt, or residue of medicinal solution adhered to the connector. This might have led to the corrosion of the connector and caused the phenomenon. It is also possible that this made the electrical contact of the connector unstable, caused a problem in the transmission of detection signals between the scope and video connector, and caused the phenomenon of scope was not detected. The instructions for use (IFU) provide the following equipment handling guidelines which can prevent the event: "do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.".